Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the allegation of premature battery depletion against this implantable cardioverter defibrillator (ICD) was confirmed. This ICD replacement indicator was never triggered while implanted. Based on the length of service, battery depletion curves. Further, visual inspection found no irregularities and all therapy was available while implanted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) and was explanted. Additional information was obtained indicating that this ICD will be returned. No additional adverse patient effects reported.